Event description:
It was reported that this right ventricular (rv) lead exhibited high shocking impedance out of range. Vector breakdown showed that any measurement using the shock coil exhibits out of range values. Technical services (ts) discussed it appears like significant calcification on the shock coil and recommended to program the device to single coil configuration. The lead remains in service. No adverse patient effects were reported.